Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by thr customer that the insulin pump was exposed to water from the swimming pool. Troubleshooting was performed. The screen is on but the insulin pump will not allow the customer to do anything. The insulin pump is returning. The customer's blood sugar is 86 mg/dl.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had cracked battery tube threads.